Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, per report, the coronaries were obstructed by calcium and the coronaries were too low (lca 7mm). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our (B)(6) affiliate, after a 23mm sapien 3 valve was deployed, imaging revealed that the left main coronary artery was occluded. A balloon valvuloplasty (bav) was performed and the coronaries were patent. After valve deployment however, the patient did not recover. A control image revealed an occlusion of the left main artery. Resuscitation was performed and the patient was placed on extra corporeal circulation. A pci was performed with good outcome. The patient was stable. As per report, the coronaries were obstructed by calcium and the native coronaries were too low (lca 7mm). The leaflets were moderately calcified and no calcification of the native valve was reported. The distance between annulus and left coronary artery was 7mm. The image intensifier angle was reported as good.